Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate of 140 units after filling the cartridge with 280 units of insulin. Reportedly, the customer's blood glucose (bg) level was 325 mg/dl, which was addressed with a correction bolus. During the end of the call, the customer stated bg level went down to 306 mg/dl and will continue to decline. Additionally, during the call with tandem technical support, the customer was able to reload the cartridge successfully and received an accurate fill estimate.